Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2021, for skin revision surgery and abutment removal. This report is submitted on december 29, 2021.

Manufacturer narrative:
This report is submitted on december 10, 2021.

Event description:
The patient experienced recurrent skin infection at the abutment site which was treated with oral and topical antibiotics. The patient is scheduled for a revision surgery to have a magnet placed on the internal fixture.